Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported failure. The ventilator passed all safety and functional tests and was cleared for clinical use. Evaluation of the received device logs show several alarms for high o2 concentration in combination with airway pressure high and expiratory minute volume low. Airway pressure high and expiratory minute volume low alarms indicate that ventilation was ongoing but with higher airway pressure than intended. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. The high airway pressure alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. There are no technical error codes that indicate any technical issues with the ventilator. The preceding and following pre-use checks were passed without remarks. There is no relationship between the high o2 concentration alarms and the indication of expiratory resistance in the patient¿s breathing system. The root cause of the high o2 concentration alarms has not been determined. There is no indication of ventilator malfunction at the time of event.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).